Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reported: in 2001, the patient underwent a hernia repair procedure with placement of a composix mesh patch. In 2005, the patient presented to the hospital with severe pain, swelling of the abdominal wall. A CT scan performed noted the presence of an intrabdominal abscess. The patient was hospitalized for three days and underwent drainage of the abscess. Approx four months later, the patient presented to the hospital with sever pain, swelling of the abdominal abscess. The patient was hospitalized for two days and underwent drainage of the abscess. Approx two and a half months later, the patient underwent surgery to have the mesh patch explanted with suture of the small bowel after excision of irregular fistula tract, abdominal abscess and adhesions.